Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication as drawer was not opened. A technical support specialist (tss) found in medbankqlink that the item was assigned to bin (B)(4). In the populate buttons screen, cubie drawers 7 and 8 were identified as failed. The tss guided the customer through restarting the cabinet using the power switch, and the aio was restarted. Despite these actions, drawers 7 and 8 remained failed in the populate buttons screen. The customer was informed that a field service technician (fst) would need to check the cabinet, and zones 07 and 08 were disabled in the zone selection screen. Subsequently, the field service engineer replaced the pyibus module controller board for drawers 7 and 8 and configured the drawers in software, which resolved the issue. The system functioned as intended after the technical support specialist and the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer failed to open and the user was unable to issue medication, although the issue transaction was still registered. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.